Event description:
It was reported that the patient was admitted to the hospital about a week after implant with chest pain. A scan showed that the right ventricular lead had perforated the apex of the heart. The lead was repositioned. The next day, it was discovered that the lead had dislodged and showed intermittent loss of pacing capture. Another revision was attempted. However, the physician was unable to extend the helix of the lead. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis revealed that the proximal conductor was distorted. It was also noted that there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage.